Manufacturer narrative:
Blood was observed on the adhesive pad. No damages or deficiencies were observed that could have contributed to the bleeding. The cause of the bleeding could not be determined. No damages or deficiencies were observed that could have contributed to the reported skin condition irritation and pain during insertion at the infusion site. The cause of the reported skin condition irritation and pain during insertion could not be determined. The exposed portion of the soft cannula was observed to be kinked. The timing and cause of this damage is unknown. Fluid was able to travel the complete fluid path despite this damage. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 17.6. Hardware: iphone12.5. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 400 mg/dl while wearing the pod for between 36 and 48 hours. The site was reportedly bleeding and painful. A new pod was successfully activated.